Manufacturer narrative:
Concomitant product(s): sedr01, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for the right atrial (ra) lead due to possible atrial undersensing as noted on the presenting electrogram. The ra lead remains in use. No patient complications have been reported as a result of this event.